Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was inserted and deployed in two different locations in the right ventricle and both times has relatively high impedance and high thresholds. The ipg and catheter were removed, and a clot was present on the tip of the ipg. The clot was wrapped around below the cone. The catheter was flushed multiple times and a portion of the clot was removed from below the cone. The catheter was positioned in the rv, but contrast was unable to be injected. At that point it was decided a new device would be used. The new device was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.